Manufacturer narrative:
Report confirmed. The device was tested and the temperature of the motor collet was measured to be 154.7°f during testing. In addition, the rate of temperature rise was above threshold at 12.4°f/sec. Initial evaluation determined the front motor bearing was worn and the collet bearing was cracked. Analysis of the disassembled collet by engineering determined the proximal collet bearing was gravelly, and the distal collet bearings disintegrated and the outer race seized. In addition, the significant ingress and accumulation of bio-debris was determined to be the likely cause of the elevated friction / overheating that resulted in the generation of the black smoke that was observed. The motor ran well without the collet and no black smoke was generated by the motor during testing. These types of findings can be attributed to inadequate preventative maintenance. Multiple warnings are included in the ipc us ER manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drillbits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for over 48 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of black smoke. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating above threshold. No additional information was available on follow up.